Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of claudication is listed in the supera instructions for use as known patient effects of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that a supera stent was successfully implanted on (B)(6) 2016 in the proximal popliteal artery. On (B)(6) 2016, ultrasound was performed for leg pain, followed by angioplasty with a drug coated balloon (dcb) to revascularize the artery. There was no reported adverse patient sequela. No additional information was provided.